Event description:
It was reported that patient has been admitted to the hospital due to suspected osteomyelitis and was discharged after 6 days. Patient had a low-grade fever. The suspected infection was noted on the patients legs. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics. The patient is now doing well.